Event description:
It was reported that the device failed on charge shock. There was reportedly no patient involvement.

Event description:
It was reported that the device failed on charge shock. There was reportedly no patient involvement.

Event description:
It was reported that the device failed on charge shock. There was reportedly no patient involvement.